Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The tear measured 16mm in length and was located in the mid-section of the balloon. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified brachium artery. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres for 30 seconds. The device was removed without any issues and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified brachium artery. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres for 30 seconds. The device was removed without any issues and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.